Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that after an intraocular lens (iol) implant procedure, the surgeon noticed a scratch on the lens, which was caused by the shinsky hook. The lens remained implanted in patient's eye. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was provided. The reported complaint was observed on the returned photo. The reporting facility did not provide a lot number or any identification of the product. As the reported product¿s lot/serial number was not provided, it was not possible to conduct lot number specific reviews for similar complaints or non-conformances. However, before production release, each device history record is reviewed to ensure that all associated products meet the required specifications. Provided photos show an implanted intraocular lens (iol). There are multiple dark marks/lines over the optic. The exact location of the marks/lines (on or under the optic) cannot be confirmed from the provided images. There are light reflections over the optic. The surgeon used the shinsky hook carefully but the finding was observed and thus he/she considers if there is any problem with the iol. Based on our observation of the attached photo, there are multiple dark marks/lines over the optic. The origin of the observed marks/lines cannot be confirmed based on the returned photo alone and without evaluating the physical product. The product was subject to handling and the reported damage was highlighted post implantation. A final root cause cannot be determined based on available information as no product was returned and not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. With regards to the customer inquiry - as stated above, the origin of the observed marks/lines cannot be confirmed based on the photo alone; no product was returned and no product¿s lot/serial number was provided. The manufacturer internal reference number is: (B)(4).